Event description:
The pt reported that he/she had a ¿dynamic stabilization system¿ implanted 5 years ago (exact date not given) to treat lower back pain. The pt also stated that he/she ¿has had increased pain for the last 5 years.¿ at the time of this report it is not known if the pt is being monitored or if revision surgery has been planned.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other sources documents for review, as the pt has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should add¿l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).